Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was gel oil globules and fibrin clots. The gel oil globules event occurred 6 times. The fibrin event occurred 6 times. The following information was provided by the initial reporter. The customer stated: "the lab has experienced an increase in instrument error alerts. On inspection of samples they have observed floating gel globules. (B)(6) 2022/pw - added fibrin based on photo provided.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photos were reviewed and the indicated failure mode for oil gel globules and fibrin was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for oil gel globules and fibrin was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (oil gel globules/fibrin strand(s)) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode oil gel globules and fibrin based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was gel oil globules and fibrin clots. The gel oil globules event occurred 6 times. The fibrin event occurred 6 times. The following information was provided by the initial reporter. The customer stated: "the lab has experienced an increase in instrument error alerts .on inspection of samples they have observed floating gel globules. 08aug2022/pw - added fibrin based on photo provided.